Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, greater than 2000 ohms were noted on the left ventricular (lv) lead. The fluoroscopy noted the lead was crushed. As a result, the lead was revised and a new lead was successfully implanted. No adverse patient effects were reported.